Event description:
Event description cpi received information that upon interrogation of this implantable cardioverter defibrillator (ICD), this device displayed an error message indicating that a memory corruption was detected that was unable to be corrected. Additionally, the device was unable to communicate with a programmer.